Manufacturer narrative:
Additional information: a lot number was provided with the photo sample. Medical device lot # is 18025002. Medical device expiration date: n/a. Device manufacture date: 01/25/2018. Investigation summary: the batch advised 18025002 was manufactured and packaged on the 25th of jan 2018. No further stock produced at the time has been identified within the finished goods storage locations to review. The retention samples of the batch number provided were retrieved and measured in the area of concern noted in the image provided. The wall thickness in and around the area of concern measured between 1.34 ¿ 1.44mm across the two cavities and above the minimum wall thickness manufacturing specification of 1.2mm required to achieve an 12.5nm penetration force. The pir reported that the container was ½ - ¾ full at the time. The image shows evidence of impact to the container consistent with the container dropped from a height. It is most probable that the needle penetration was as a result of the container being dropped and the resultant energy transferring to the needle within the container penetrating the container wall. No further action required at this stage.

Event description:
It was reported that a bd¿ sharps collector yellow had "the needle sticking out of a bottom corner. It was stated "the nurse was not wearing any ppe. She said that she was holding the sharps container by the handle, on her way to dispose of it & as she was walking, the container swung & brushed against her left middle finger, resulting in the needle stick injury. This resulted in a nursing staff member needle stick injury." Medical intervention is unknown.

Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, for this MDR, (B)(4) has been listed. Medical device expiration date: unknown, device manufacture date: unknown, (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ sharps collector yellow had "the needle sticking out of a bottom corner. It was stated "the nurse was not wearing any ppe. She said that she was holding the sharps container by the handle, on her way to dispose of it & as she was walking, the container swung & brushed against her left middle finger, resulting in the needle stick injury. This resulted in a nursing staff member needle stick injury." Medical intervention is unknown.